Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pelvic exenteration procedure, the first stapler fired but the staple line was torn causing a hole on the sigmoid, and it was noted that the stapler was also broken. The second stapler fired as well, but the anvil disengaged from the spike and exited from the lumen. There was tissue loss and tissue damage due to the reported event. The surgical procedure was extended for more than 30 minutes due to retrieval of the anvil, and tissue resection was performed to resolve the issue.